Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be detached and missing from the pump. The up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive. The keypad was removed and evidence of contamination was found under the up arrow, down arrow and ok key contacts. Unrelated to these issues, the contrast button was not responding and the contrast key contact was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive. There was evidence of contamination found under the up arrow, down arrow and ok key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.